Event description:
The user reported about a gradual decline in speech understanding for the last 2 months, beginning around january 2023. Further proceedings are unknown.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user reported about a gradual decline in speech understanding for the last 2 months, beginning around (B)(6) 2023. X-ray imaging was recommended. Further proceedings are unknown.